Event description:
It was reported that an ilet user experienced hyperglycemia, with the pump displaying high and a concurrent fingerstick of 416 mg/dl after a recent supply change. The user ate dinner without making a meal announcement, and no leaks or tubing issues were observed. Symptoms included hyperglycemia. Outcomes included glucose trending downward during and after the call, reaching 331 mg/dl and continuing to decline, with no medical intervention or hospitalization. Investigation included review of user-reported information and communication with the user. Investigation of this case revealed no device malfunction and identified a usage-related issue due to a missed meal announcement that delayed appropriate therapy. It was concluded, based on established findings for similar reports, that the cause was failure to follow instructions leading to a use error.